Manufacturer narrative:
Additional information was received that per the physician the valve did not cause or contribute to the dissection. Per the physician, it is unknown if the delivery catheter system (dcs) caused or contributed to the dissection as the cause was not identified. The patient died three days following the procedure. Updated data: b2 date of death medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that clarified the patient died one day post-implant.as a result of the vessel injury. Ascending aorta enlargement and interference with the existing valve frame were additional contributing factors to the dcs being unable to advance before the transcatheter procedure was discontinued and converted to thoracotomy. It was reported that the aortic dissection resulted after a crack on the wall of the ascending aorta on the contralateral side which the physician attributed to the device. Updated: b2, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the delivery catheter system (dcs) was unable to advance and was pushed strongly along the greater curvature side of the acute ascending aorta and a dissection occurred. Difficulties advancing the dcs is known to be related to procedural factors, user technique, and / or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was reported that the patient had a horizontal aorta and vulnerable tissue. This indicates the probable cause of the advancement issues was patient anatomy. However, with the limited information available, the cause of the difficulty advancing the dcs could not be determined and a relationship to the dcs cannot be established. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Vascular complications, such as dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and / or procedural effects (sheath used, user technique, puncture cut location, etc.). However, based on the limited information available and without procedural images, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Following the valve implant, the patient died one day post-implant as a result of the vessel injury. Death and dissection are known potential adverse effect per the evolut system instructions for use (IFU). The evolut system instructions for use (IFU) also instructs if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture). It was reported that the dcs was pushed strongly along the greater curvature side of the acute ascending aorta and a dissection occurred. This indicates the probable cause of the dissection was use error. With the limited information available, a conclusive assessment of the relationship between the death and the device could not be reached. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the product was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted surgical valve, the delivery catheter system (dcs) was pushed strongly along the greater curvature side of the acute ascending aorta and a dissection occurred. It was noted that the horizontal aorta and vulnerable tissue may have been a factor. Ascending aorta replacement was performed. Following the valve implant, the patient died. The cause of death was unknown.